Event description:
On 1/7/98, source called nellcor puritan bennett to report an alleged malfunction with a ventilator. Upon power up the meter jumps to 100 and stays. No volume was delivered. There was no pt harm.